Event description:
Patient reported they have provided a letter from their dentist. In the letter the dentist states with the byte aligner treatment the patient has experienced crowding and chipping of their teeth. Upon examination and evaluation it is recommended the patient discontinue further use of the aligners and to take appropriate corrective measures for their dental health.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.